Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump only charges using a car adapter and does not charge using regular outlets. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to provided further information and declined further troubleshooting with tandem technical support.